Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a shoulder arthroscopy, the physician attempted to secure the q-fix anchor by turning the knob until an audible click was heard, indicating it should be set. However, the anchor failed to secure properly within the bone and subsequently dislodged from its intended position. This happened with two q-fix. The procedure was successfully completed with a delay of less than 30 minutes using a competitor back up device. A void was left in the originally drilled hole, and a new hole was created to use a device from a different company. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported devices were received for evaluation. A visual evaluation showed the first device was not returned in original packaging. The anchor is still in the insertion tube. Bio debris is inside the tube and on the anchor. The sutures still run through the cannula to the cleat. The cleat is partially extended. The second device was not returned in original packaging. The anchor is still in the insertion tube. Bio debris is inside the tube and on the anchor. The sutures still run through the cannula to the cleat. The cleat is partially extended. The reported malfunction was not duplicated during functional testing. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was not determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that can contribute to the reported event include misalignment of inserter and implant during and after insertion, incorrect bone hole preparation, or improper depth insertion. Based on this investigation, the need for corrective action is not indicated.